Event description:
It was reported the customer had cosmetic damage on their insulin pump. The customer stated there was a scratch and a crack on their insulin pump's screen. Customer's blood glucose was 240 mg/dl. The customer stated the crack was 3/4 of an inch long. Customer could not recall how the damage had occurred. The customer stated they were able to read their insulin pump's screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, case cracked, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.